Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-dec-2022 . H5: imdrf annex f grid: f05. H6: investigation summary a device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this failure cannot be determined. 3 representative samples were sent for evaluation. The samples were sent are from lot 2055868 as representative samples, no confirmation was received by the customer that lot 2055868 also experienced any issues. No samples from the reported lot 1266001 were returned. All samples passed our internal leakage testing, and no abnormalities were observed. Therefore, the root cause cannot be determined.

Event description:
It was reported that about 10 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: I have placed 8 catheters and as I write this to you, a nurse is complaining again about them. The patients do not have phlebitis, the cannulas are not clogged and don´t have coagulation either. The problem is that the infusion flows into the dressing and not into the vein. The cannulas are all leaking at the wings used to fixate them. Approx. 10 vps were affected in the last 14 days. The catheters are leaking at the catheter hub towards the body of the catheter patient therapies have been interrupted or delayed. Vps were placed at spots that are moved a lot (crook of the arm, wrist joint).

Event description:
It was reported that about 10 bd venflon¿ pro safety shielded IV catheters experienced leakage. The following information was provided by the initial reporter: I have placed 8 catheters and as I write this to you, a nurse is complaining again about them. The patients do not have phlebitis, the cannulas are not clogged and don´t have coagulation either. The problem is that the infusion flows into the dressing and not into the vein. The cannulas are all leaking at the wings used to fixate them. Approx. 10 vps were affected in the last 14 days. The catheters are leaking at the catheter hub towards the body of the catheter patient therapies have been interrupted or delayed. Vps were placed at spots that are moved a lot (crook of the arm, wrist joint).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.